Manufacturer narrative:
D3: address corrected. D9: date returned to manufacturer: 10-dec-2024. H3: one device was received for analysis. No service history and event history log were reviewed. Visual and functional tests were performed, and the reported issue was verified. The root cause of the reported issue was a defective downstream occlusion (dso) sensor.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion seal fails on high end. There was no patient involvement.